Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
L) hip revision today due to suspected trunionosis. Original surgery was l) hip tha on (B)(6) 2021. Revision today in which surgeon found black debris around femoral neck and gross seudo tumour around site. Replaced femoral head and liner.